Event description:
An implantable cardiac defibrillator (ICD) was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately five months post implant of the ICD three years ago.

Manufacturer narrative:
The devices were returned from an unknown source with no information and further this patient died tens years ago. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device and leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
The devices were returned from an unknown source with no information and further this patient died tens years ago. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The devices were returned from an unknown source with no information and further this patient died tens years ago. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.